Event description:
The oxygen tubing continued to disconnect from the mask. Multiple masks were checked and yielded similar results. When the mask was compared to another lot, the tubing was noted to be smaller (although the description in both inserts indicated the same size tubing)and it did not slip off of the connector. The tubing did not go over the larger portion of the connector.